Event description:
Initial report was that high impedance was observed. Patient underwent surgery for full revision. The generator was first replaced and good impedance was observed. The surgeon decided to not replace the lead. Several weeks later the patient presented with high impedance again. The patient was referred for lead revision. Prior to lead revision, good impedance was observed and the surgeon proceeded with lead revision. The explanted products were noted to not be available for return. Further information was received from the surgeon. X-rays were stated to be taken with no observed abnormalities by the neurologist. Two clicks were heard when securing the lead connection during surgery. No obstructions were observed in the lead pin or header during surgery and the lead pin was stated to be visible through the connector block after pin insertion. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, implant date: initial report inadvertently reported a date for an unknown implant date.

Event description:
No clarification on patient information was able to be provided therefore estimated surgical dates were used.